Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report skin irritation on (B)(6) 2014. Patient's mother stated that patient experienced a sensor allergy at site of sensor patch adhesion and sought medical intervention on (B)(6) 2014. Doctor advised patient's mother to treat area with hydrocortisone cream and continue wearing sensor unless irritation worsened. Patient's mother further reported that on (B)(6) 2014 she removed patient's sensor after rash appeared along the arm where sensor pod was adhered. Patient's mother has been applying hydrocortisone cream to affected site. Patient's mother did not report any further medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).